Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the pump alarmed "no disposable, clamp tubing" during patient use. The patient turned off the pump, attempted to use it again, but the alarm persisted. The patient switched pumps and was able to continue infusion. No injury was reported.